Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra 2 meter read inaccurately high in comparison to his feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when the cca reviewed the call. The patient reported that the alleged issue began ¿about 1 weeks ago¿. He reported that he obtained a blood glucose result of 14.5mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and reported increasing his dose of humalog insulin by 6 units as a result of the alleged inaccurate high. The patient reported that on an unspecified time after the alleged product issue began; he developed symptoms of ¿shaking and sweating and lost consciousness¿. The patient reported he attended hospital for an unrelated issue. No medical intervention for the symptoms he developed was reported. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. The patient did not have control solution to carry out a test. Replacement products were sent to patient. This complaint is being reported because, the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.